Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a potential infection at the lead site. Surgical intervention was undertaken on (B)(6) 2025, and the leads and anchors were explanted. The pocket was also interrogated and there was antibiotic powder placed in the incision. The infection is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.